Event description:
The hospital reported that during a coronary artery bypass procedure, seal was incompletely loaded, so they tried to use it after aorta cutting, but the seal came loose and they used another h/s. Surgery completed. After the operation, the patient was finished without any specifics (bleeding and adverse reactions).

Manufacturer narrative:
Trackwise ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25162814 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 07/22/2022. Photographs were provided by the account. A photographic inspection was conducted. The uncapped aortic cutter, loading device, and delivery device were visible in the photograph. Signs of clinical use and heavy evidence of blood were observed on all three devices. The delivery device was observed outside the loading device with the blue safety lock off and white plunger depressed. The seal and tension assembly were not visible in the photograph. The aortic cutter was observed to be deployed with no visual defects. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood were observed on the aortic cutter, loading device, and delivery device. The delivery device was returned outside the loading device with the blue safety lock off, which allowed the white plunger to be depressed. Blood was visible inside the delivery tube. The seal and tension assembly were not returned and therefore could not be evaluated. No measurements of the delivery device were taken due the presence of blood which indicates an attempt was made to introduce the device into the aorta. The safety lock of the aortic cutter was observed to be disengaged with the cutter and spiral needle deployed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. The needle was observed to be bent at a ninety degree angle. No other visual defects were observed. Based on the returned condition of the device as well as the investigation results, the reported failures "fitting problem" and "unraveled material" are not confirmed; however, the analyzed failure "material twisted/bent needle" is confirmed.